Event description:
It was reported that a patient using the ilet bionic pancreas with an fsl3+ cgm experienced repeated nocturnal hypoglycemia since pump initiation, including a confirmed device report low to 39 mg/dl with the pump pausing insulin and a subsequent low to 74 mg/dl that resolved after oral glucose (juice), with no late-evening food intake reported and no device component implicated. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of oral carbohydrate intake and were assessed as a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.